Event description:
It was reported by svc report that the power cord was missing the ground prong. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report. See scanned page.